Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs a device appears to be intact, it has clear fluids inside, plus white biological tissue is observed inside. Labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture," baker grade unknown.

Event description:
Healthcare professional reported left side exchange from textured to smooth devices due to the patient's concern with the product. Healthcare professional later reported left side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side exchange from textured to smooth devices, due to the patient's concern with the product. Healthcare professional later reported, left side capsular contracture, baker grade unknown. Device has been explanted and replaced.